Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side rupture and capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient additionally reported capsular contracture, baker grade IV. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., b.7., d.1., d.2., d.4., d.6., d.7., g.1., g.3., g.5., h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.